Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site: (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 9.7mm and left coronary cusp (lcc) was 11.7mm. During the procedure, the patient developed a complete heart block. A permanent pacemaker was implanted. Post-procedure, the patient experienced problems with movement of the left arm and the left eye closed, along with double vision. On (B)(6) 2026, the patient no longer had any motor deficits in the left arm. On (B)(6) 2026, the patient was discharged.